Event description:
The sale rep reported that during a rotator cuff procedure two of their healix advance knotless peek anchor, 4.75mm when inserted would not advance. The sales rep reported that the surgeon had to back out both anchors on both attempts in the same hole. The surgeon completed the procedure by using a different hole, same size with another like device with no patient consequences but there was a seven minute delay. The sales rep stated the bone quality was average and the purple awl was used in the case. The sales rep was not present for the case. He reported that the device were discarded. Associated medwatch for second anchor: 1221934-2015-00774.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. No further information has been provided if any of the aforementioned factors contributed to the event. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.